Event description:
A pt reported they were hospitalized and seen in ER. Their meter allegedly was missing segments on the display. The result on the ER meter was 400mg/dl. Treatment was IV fluids. No further info has been reported.